Event description:
It was reported that the patient received inappropriate shocks, and there was t-wave oversensing and varying r-wave detection. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. Full lead in segments returned and analyzed.